Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed lesion being treated was located in the calcified and severely tortuous vein side shunt. The physician advanced a 7.0 x 40 mm x 40 cm sterling balloon catheter to the target lesion. The balloon was inflated to 6 atms for 30 seconds, then upon the second inflation at 12 atms the balloon ruptured. During removal the un specified guide wire was unexpectedly removed with the balloon catheter. The procedure was not completed due to this event. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Age at the time of event: 18 years or older. Device evaluated by manufacturer: it was indicated that the device would not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).